Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm) the doppler of the cardiosave intra-aortic balloon pump (iabp) was found to be non functioning. No patient involvement or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) found the doppler to be non-functioning while performing pm. To fix the issue the stm replaced the doppler and verified operation and performed preventative maintenance. The iabp passed all functional and safety tests per factory specifications, returned to customer, and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm) the doppler of the cardiosave intra-aortic balloon pump (iabp) was found to be non functioning. No patient involvement or adverse event was reported.